Event description:
Prodisc-l implanted at l4-l5. Patient complained of persistent pain. Surgeon noted no abnormalities related to prodisc-l position or function and fused from a posterior approach in 2008 while leaving the implant in place. Three days later, prodisc-l was removed, and surgeon completed anterior interbody fusion with a peek spacer.

Manufacturer narrative:
Additional info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.